Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It has been brought to my attention, that dr. (B)(6) has felt the accolade ii is not performing to his expectations. He has stated there has been an unusual amount of peri-prosthetic fractures post-op at different time intervals.